Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 139 mg/dl with the customer´s meter and 45 mg/dl with a borrowed meter from the customer´s doctor. The customer doesn´t know what type of accu-chek meter it was.